Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that customer had a failed battery test, customer received a button error alarm occured after replacing the battery. Insulin pump is being replaced. Patient's bg levels 240 mg/dl. No additional information is provided.

Manufacturer narrative:
All buttons function properly. No button error alarms noted. However, moisture damage was noted on keypad traces. Cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.